Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On the same day, it was reported that the patient¿s cgm was reading between 40-70 mg/dl. The patient thought that it was reading inaccurately since she had eaten some toast and the cgm value only rose to 53 mg/dl. The patient did not have a glucometer to use for comparison. After two hours, without any significant rise in her cgm value, the patient self-treated with apple sugar packets and the cgm values still stayed between 40-70 mg/dl. The patient called into dexcom and was advised to remove the sensor. The patient called back after a few hours and she had vomited, had increased thirst and was irritable. The patient stated she was in dka as she ¿tasted it in her mouth¿. The patient¿s neighbor let her borrow a glucometer and her bg meter reading was 579 mg/dl. The patient was feeling confused and unwell. On (B)(6) 2025, a follow-up call was made and the patient confirmed she did not seek any assistance from a higher level of care. She self-treated by giving manual insulin boluses via her tandem insulin pump. The next morning, she felt better. There was no documentation of medical intervention. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.